Event description:
Customer reported device has been giving higher results, however feels low. At 12 pm, device - 213 mg/dl. Customer called the ER and drank some orange juice. Customer was taken to the hosp. ER device = 63 mg/dl and lab = 78 mg/dl. Customer was given a glucose IV. No controls were used. A request was made for return product and replacement product was sent.